Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -3.50/1.0/011 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. Intraoperatively the lens was removed and replaced with a longer length lens due to low vault without rotation. Problem resolved. Cause of event was reported as unknown.